Event description:
It was reported that the patient presented to the ER because they felt a shock. It was noted that no shocks were delivered recently. Noise on the rv lead was observed on stored non-sustained oversensing episodes. The noise could not be reproduced in clinic. All lead measurements were stable and in-range. Further evaluation was planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.